Event description:
A system operator reports that after the pt was prepped and the flap cut, the laser stopped tracking on an eye with a dark iris. The surgeon was unable to complete the procedure within the same session. He brought the pt to a different office the following day and was able to track and complete the procedure without any complications on a different device. The surgeon indicated the pt is 20/20 uncorrected at the one week post-op.